Event description:
It was reported by service report that the bumper channels were broken and there were sharp edges exposed on the stretcher. The customer could not determine if there are pt involvement or if there were adverse consequences to report.